Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Since inspection of the device before use was not performed in accordance with the procedure recommended in the instruction manual, it is judged that the subject event was caused by the user. The root cause of occurrence of the subject event was unable to be specified since information about it was unavailable. Instructions, operation manual for gif-h190n describes how to inspect for the subject event as follows: section 3.8 ¿inspection of the endoscopic system:¿ inspection of the suction function: aligning the container with the endoscope: 1 place the container of sterile water and the endoscope at the same height. For the inspection, adjust the suction pressure to the same level as it will be during the procedure. 2 align the endoscope¿s instrument channel port with the same height as the water level in the water container. 3 immerse the distal end of the endoscope in sterile water. Inspection of the suction function: 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. 2 release the suction valve. Confirm that suction stops and that the valve returns smoothly to its original position. 3 depress the suction valve and aspirate water for one second. 4 release the suction valve for one second. 5 repeat step 3 and 4 several times and confirm that no water leaks from the biopsy valve. 6 remove the distal end of the endoscope from the water. Depress the suction valve and aspirate air for a few seconds to remove any water from the instrument channel and suction channel. It is further suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that cleaning fluid was used instead of sterilized water for suction in the pre-use reprocessing process on the evis exera lll gastrointestinal videoscope during reprocessing. There was no patient involvement or patient impact associated with the reported event. This report is related to patient identifier (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.